Event description:
The device was implanted via v-p shunt to the patient with sah ((B)(6)-year-old male) in 2010. The initial setting pressure is unknown. It was noted ventricular enlargement on (B)(6) 2015. Though the setting pressure was lowered, the patient¿s condition did not improve. Since the occlusion of the device was confirmed through contrast radiography, the device was replaced with the same new product on (B)(6) 2015. The patient¿s condition improved after the revision. The surgeon suspects that biological debris got stuck inside the device.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes over the needle stop guard were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3110 with lot ckhcp7, conformed to the specifications when released to stock on the 14th july 2009. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.